Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal due to infection. It was noted that the patient had experienced urinary tract infections (utis) that delayed the reimplantation surgery several times; however, it was clarifies that the utis were not related to the device. Approximately, 3 years later, the patient underwent a revision surgery in which a new ipp was implanted. There were no further patient complications.